Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer. There was no communication with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was on (B)(6) 2015 when it was turned off for a spine surgery. The last successful charge session was a few or several days before (B)(6) 2015. Since the surgery, the patient had not turned it on or charged it. It was reported the patient had surgery on her spine so she turned her stimulator off and now could not get it on again. When the patient tried to use the insr to charge, the patient reported that she got the reposition antenna screen. There were no symptoms reported. Relevant medical history included postlaminectomy pain. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.